Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer at the hospital.it was concluded that the broken suction unit on/off switch needed to be replaced. The broken on/off switch was replaced and the unit was returned to clinical use.the switch from the actual device involved in the event has not been returned. The root cause of the reported event has not been determined.

Event description:
It was reported that the anesthesia workstation's suction on/off knob was broken. There was no patient harm. Manufacturer's ref. #: (B)(4).